Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation by physio-control it was observed that the device would not power on when the lid was opened. In this state the user may fail to power on the device and provide defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the customers device and an intermittently functioning reed switch designator sw5 was determined to be the cause of the reported issue. The device was archived by physio-control and the customer was provided a replacement device.

Manufacturer narrative:
Physio-control performed an initial evaluation and observed the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation by physio-control it was observed that the device would not power on when the lid was opened. In this state the user may fail to power on the device and provide defibrillation. There was no patient use reported with the event.